Event description:
It was reported that an infection was found in the pump pocket, at a post-operative appointment. The wound had an opening at the suture line. Patient was hospitalized and started on antibiotics. Surgical intervention included an attempted drainage and evacuation of wound and removal of the pump. The catheter was tied off with silk sutures. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8703w, lot# l43527, implanted: 1997 (B)(6), catheter was not explanted. (B)(4).

Manufacturer narrative:
(B)(4).